Event description:
The blade was unlocked with the impactor following the standard procedure and surgical technique, once it was inserted it was impossible lock it again. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The impactor and blade were analyzed for conformance to print specifications as well as the device history records were researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. It was possible to remove the blade from the impactor by using a nail, after a functional test was performed and the devices did work as required. Based on these findings the investigation concluded that the cause of the failure is not due to any manufacturing non-conformances. Based on the provided details we are not able to determine the cause of this occurrence. No product fault could be detected. This complaint has been determined to be invalid. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA.